Event description:
It was reported that there was an ng tube dislodgement while using the hollister feeding tube attachment device. It was reported that the attachment device unattached from the patient and completely peeled away from the patient's skin. It was further reported that the device was dislodged but did not completely fall off. In addition, it was reported that there was no patient injury, but the patient required reinsertion of the tube and additional x-ray.

Manufacturer narrative:
Trend analysis conducted and no adverse trends observed. Device history review could not be conducted due to lack of lot number information. Sample not returned so sample evaluation not possible. Root cause of the reported loss of adhesion to the patient's skin cannot be determined. Only the di information of the UDI is known since the lot number was not provided.